Event description:
It was initially reported that the customer's device was showing a service wrench indicator. When examined by the third party service agent, it was observed that the internal hlc power was depleted. Depleted internal hlc batteries would effect the operation of the device.

Manufacturer narrative:
The third party service representative followed up with the customer and has not received a response as to whether or not they would like the device replaced. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was able to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4).